Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral diagnostic procedure, a piece of the manufacturer's device separated on the wire (another manufacturer's device); not in patient at time of detachment. Additional information obtained indicated after successfully imaging the vessel, outside of the patient's body, while the physician was removing the device from the end of the wire, the device separated. All portions of the device were accounted for. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. The patient was discharged as expected. A visual and microscopic inspection was performed on the returned device. A portion of the device tip was separated and not returned with the device. All other portions of the device were accounted for. The probable cause of the tip separation is damage that occurred while removing the device from the wire. Strain, impact, and forces associated with handling can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported because there is a potential for harm if the event were to recur.